Manufacturer narrative:
A ge service representative performed an on site investigation. The ribbon cable on the in and out transition board was reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of pt injury.